Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged necrosis, edema, or pain are related to promogran protease modulating matrix. It is unknown what medical or surgical intervention was performed.

Event description:
On (B)(6) 2016, the following information was provided to kci by the physician: necrosis and edema occurred after one week of application; "non absorption of material." The patient was allegedly "cured with other medication." The patient's post condition was reportedly "painful." No additional information is available. A device history review and device evaluation of promogran protease modulating matrix (lot number 1515) is currently pending completion.

Manufacturer narrative:
Brand name & common device name were updated from promogran protease modulating matrix to promogran prisma matrix wound dressing based on product returned on apr 28 2016. Model # was updated from m772028de to asku due to the product change. Based on the additional information provided, the physician confirmed no medical or surgical intervention was performed for the alleged necrosis, edema, and pain.

Event description:
On (B)(6) 2016, the following information was provided to (B)(4) by the physician: no medical or surgical intervention was required. No additional information is available.

Manufacturer narrative:
Based on the additional information provided, the assessment remains the same; no medical or surgical intervention was performed for the alleged necrosis, edema or pain.

Event description:
The device evaluation was completed on jun 08 2016. Testing was carried out by systagenix on jun 06 2016. Results show the dressing is not different to normal product nor are its hydration characteristics different to a typical sample performed as to its directions for use. Therefore this is not a confirmed malfunction. A review of the manufacturing batch records associated with the returned product sample of promogran prisma product code ps2123 lot 1515/3/1/3 indicates that there were no quality concerns associated with the manufacturing process and this lot met the release criteria. There are no other similar reports associated with the manufacturing of this batch. No actions are planned.